Event description:
It was reported that non-sustained oversensing with noise due to myopotentials was observed. The patient is pacemaker-dependent. The oversensing was reproducible. Programming change was made, but another episode of noise was detected.

Manufacturer narrative:
.

Event description:
New information received notes that additional programming changes were made.